Event description:
It was reported that during a robotic procedure, the device made a loud crunch. The device delivered an incomplete staple line. Could not open firing and closing handle after firing. Open new one to complete procedure. There was some bleeding, not able to quantify. Controlled bleeding with another device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.